Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that the patient called to report that there was an endoleak and that the abdominal aortic aneurysm was growing, more specifically from 5.5 to 5.7cm. The patient wasn't specific as to if it was directly from the graft itself but from the description sounded like it was located in an area not currently covered by the existing stent grafts. The patient has been getting recommended imaging check-ups and stated that they were not experiencing any discomfort or change to activities of daily living. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); other (lack of information, unknown cause of endoleak). Conclusion: (lack of information, unknown cause of endoleak); known inherent risk of a procedure (endoleak).